Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was liquid contamination on multiple components on the computer / analog (ca) board and high voltage had deviated to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the inability to complete testing is the damaged components. The cause of the damaged components is the high voltage deviation. The cause of the high voltage deviation is liquid ingress of an unknown contaminant. Root cause investigation into high voltage deviation failures is underway. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.